Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during motor drive occlusion test there was a travel course error check plunger. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals removed. Visual inspection found contamination under the l-bracket. There was a 'travel course error - check clutch/plunger lever' messaged in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn-out leadscrew and clutch halves was the root cause. The leadscrew and clutch halves were replaced, the device was cleaned, greased, and calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.